Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory notification on (B)(6) 2020 for lead impedance out of range. On (B)(6), the patient presented to the hospital for a scheduled right ventricular lead replacement procedure. The lead was tested again during procedure and was found to have no capture at high output and high lead impedance at more than 4000 ohms. The lead was capped and replaced on (B)(6) 2020 along with the pulse generator. The pulse generator was electively replaced due the patient's high risk of infection caused by other underlying medical conditions. The patient was reported to be in stable condition during and after the procedure.